Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during cleaning at the user facility, the housing was separating into two pieces, with the potential to expose a non-sterile battery to a surgical site. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
This report was submitted in error. There was no danger of exposure of the non-sterile battery due to the reported failure.

Event description:
It was reported that during cleaning at the user facility, the housing was separating into two pieces, with the potential to expose a non-sterile battery to a surgical site. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.